Manufacturer narrative:
The investigation for the low pump flow and the hemolysis has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after pump started and run for 56 hours and 30 minutes, motor current (mc) spiked and increased followed low flow. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion. The root cause of hemolysis was biomaterial ingestion.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a impella rp flex placed for the support of a patient admitted in with acute myocardial infarction/cardiogenic shock. The pump was placed but flows had drastically dropped to less than 1 liter per minute. It was reported that there were signs of hemolysis. The pfhg levels had risen. Flows were slowly increased back to 1.8 liters per minute. The pump was successfully weaned and the patient survived the explant.